Manufacturer narrative:
The reported events of inadequate capture, under-sensing, and unspecified oversensing were not confirmed. Final analysis found no anomaly on the helix. Further analysis performed, including output verification and sensitivity test found no anomalies contributing to reported event of capturing or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the leadless pacemaker exhibited high capture threshold, undersensing and oversensing. The lp was not implanted. The patient was in stable condition.